Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported re-stenosis is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported via a study that the target lesion was located in the proximal left circumflex (lcx), that was 75% stenosed. On (B)(6) 2009, the target lesion was treated with pre-dilatation, and placement of a 3.0 x 18/20 mm promus study stent, and post-dilatation with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. In (B)(6) 2010 the subject began experiencing chest symptoms and had a coronary CT scan revealing stenosis in the proximal edge of the stent. There was no reported treatment for this finding at this time. No additional information was provided.